Event description:
Upon removal of a disposable megadyne pad from patient's thigh, employee was burned on finger by bovie pad where cord connects to the pad. The bovie pad was still connected to the machine, but the surgeon was not using the bovie pencil at the time. Megadyne esu unit tested by biomed - passed. FDA safety report ID# (B)(4).